Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was fluctuating and battery was rapidly depleting. Pump shutdown after receiving low battery alerts/alarm. Customer reloaded cartridge and resumed insulin delivery. Customer continued to use pump for insulin therapy. Customer's blood glucose was 216-262 mg/dl.